Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that the asymptomatic patient developed an infection. The system was explanted. No other patient symptoms were reported.